Event description:
A non-reportable event was reported for the device. During heartware evaluation and testing of the returned controller, a low sound malfunction was identified as an incidental finding.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of controller (con001023) in relation to the reported event. These included, but were not limited to, review of manufacturing documentation, visual and functional examination, review of controller log files by heartware clinical field engineers. Based on the test results of the controller, a malfunction was established for a underperforming speaker. The decibel (db) level of the speaker measuring was 67db, which is below the minimum of 70db. The root cause was isolated to the speaker. No additional information will be forthcoming. This is one of two devices reported for the related event. Please refer to MFR.3007042319-2013-00014